Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however performance data collected from the associated device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also revealed a lead impedance out of range alert, a rising impedance trend, and oversensing due to non-physiologic signals for the lead. It was noted that there were nine nst (non-sustained) episodes of <(><<)> 220 ms v-v cycles recorded between (B)(4) 2013. An oot (out of tolerance) subthreshold lead impedance alert was recorded on (B)(4) 2013. And max rv pace impedance rises from 856 ohms to 4368 ohms the week ending (B)(4) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a gradual increase in the pacing impedance of the implantable tachy lead (itl) had been observed. A microdislodgement of the lead was suspected and the patient was to be followed closely via remote monitoring. The lead remains in use. No patient complications have been reported as a result of this event.